Event description:
It wa reported that the system lost patient images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reformatted and software was reloaded, and log files were downloaded to the server. The system was tested and found to be working as intended and returned to service. Instructed customer on shut down procedure.